Event description:
Hillrom received a report from a hillrom technician stating the bed had CPR feature inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the CPR switch needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on 06/12/2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR switch to resolve the reported event. Based on this information, no further action is required.